Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was 6.0 mmol/l. Customer was in a hot tub for fifteen to twenty minutes. Customer does not see water under the lcd, but the device is alarming button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a corroded keypad trace. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.